Event description:
Drill tip broke off while drilling into glenoid. Tip was retrieved from patient.

Manufacturer narrative:
Lot number not provided by complainant. Manufacture date can not be determined without lot number. This is the final report.